Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient's previous implant was replaced due to normal battery depletion. The caller reported after the patient got the new implant the patient's body rejected the new implant. The patient got a "big sore on it," pain in that area, "a big pone," and reported it was real red with infection. The caller stated the patient's body wouldn't take it so they had to take it out. The caller stated it helped the patient for a while but then after that it didn't work anymore. The caller provided the event date as "probably been a year, not quite a year ago." The caller stated they took everything out (lead and implant). The caller stated they still have the programmer from the previous implant and inquired about what to do with it. The agent reviewed external device donation/disposal process.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the ins was removed on (B)(6) 2023. When asked about the steps taken to resolve the infection, they stated that they did local wound care with dressing changes twice daily. They stated that the wound healed well with no issues by (B)(6) 2023. The issue was resolved. When asked for clarification on the device not working issue, they stated that the issue was due to the infection at the ins site. The cause of the infection was unknown. The patient had reported the infection on (B)(6) 2023, it was determined by the doctor on (B)(6) 2024 that the device would need to be removed, and on (B)(6) 2024 the device was removed. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.